Event description:
It was reported by a physician that the data received light on his programming wand would not turn on (yellow light). He performed troubleshooting with the wand and neither the power light or data received light would turn on. He used another wand successfully and the programming wand in question was replaced. The wand has been returned to the manufacturer for analysis however, device evaluation has not been completed at this time.